Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: email response: was there any adverse consequence associated with the patient? There was just an extended anaesthesia time with regards to having either to restart suturing or collect more suture material. Please provide the product code and lot number: we have included the leftover suture material packaging in the envelope we posted to yourself. Did the event occur during one or multiple patient procedures? Multiple procedures, mostly conjunctival grafts, corneal wounds and cataract surgeries. What is the total number of procedures? We would say 10 occasions. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). We did have an issue in february with this situation before.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported that the needle seems to just detach from the suture. The suture isn't even going through tissue or under any sort of tension. No adverse patient consequences were reported. Additional information was requested.